Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The issue was confirmed through log analysis. After conducting a thorough investigation, we have found that the pairing is failing due to a sake key decryption failure. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: basic steps: turn bluetooth off, wait 30 seconds, turn bluetooth back on. When attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources active wifi networks bluetooth connections nearby). Advanced steps: clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data, (if this option is often grayed out on most phones then try the reset network settings instead). Reset network settings: settings, general management, reset, reset mobile network settings and settings, general management, reset, reset wifi and bluetooth settings. Uninstall app, restart phone, turn bluetooth off then on, reinstall app. If this doesnt help, try to update the security patch manually by following below steps: ensure the phone is connected to a stable internet connection and is plugged in to charge. Open phone settings. In the settings search bar search for security update. Under security update you should see the date of the last update. If it has been more than a year since the last update, you will need to install the latest security patch. Click security update to check for the latest patch to install. If your phone is on an older android version, it may also upgrade to the latest android version in addition to applying the security patch. Apply the update. Restart the phone. If a customer on an outdated play services version (from 2022 or 2023) attempts to pair a device after a single update, it may not work. In such cases, multiple sequential updates are required to reach the latest compatible version for successful pairing. If only the android os (not security patch) was updated at step (5), repeat steps (1) to (5) again, otherwise, go to next step. Restart the app and start pairing process again. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.